Event description:
A surgeon reported that when the handpiece was connected the system did not respond and lost phaco power during the procedure. The system was exchanged to complete the procedure. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).